Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that during a generator change out for normal eri, the right ventricular lead exhibited insulation damage. The lead exhibited loss of capture, poor sensing, and low, out of range, pacing lead impedance the lead was capped and replaced on (B)(6) 2018. Patient¿s condition was stable throughout the event.